Event description:
A registered nurse entering a patient room noticed a malfunction error on the alaris pump. The pump was infusing nitroglycerin, causing the patient's blood pressure to rise to 198 systolic blood pressure.